Event description:
It was reported that during a laparoscopic hysterectomy, a replace error illuminated and the device became not to be activated soon. When the jaws were checked, it was found that the electrode peeled away. No fragments fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. Three devices (one of them is the complaint device) will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Device a was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. Device b and c were received in its original sterile package. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device. Batch j91p1n, mfg date 7/10/2012, exp date 6/10/2014.